Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates the patient had also fallen on their ipg site prior to discomfort. Surgical intervention was taken on (B)(6) 2020 wherein the existing ipg was buried deeper. Issue resolved.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that following some recent weight loss, the patient experienced discomfort at the ipg site. As a result, surgical intervention may undertaken in the future.